Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The integrated electrosurgical unit (iesu) was replaced to resolve the issue. The system was tested and verified as ready for use. Isi received the product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (error c-34 on start-up) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit has no significant scratches or dents. The front bezel is in decent condition. The complaint was confirmed based on failure analysis.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system was showing error erbe error: c-34 and was not allowing to use the bi-polars modes. There was no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the procedure was completed robotically with the same generator. The ports were placed before the issue occurred. The system booted up with no errors. There was no injury to the patient. It is unknown if they were able to use the bipolar feature on the generator.